Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable.

Event description:
It was reported during insertion the guide wire would not come out of the arrow advancer. As a result, another kit was opened and used successfully. There was no patient death or complications reported.

Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the guide wire would not pass through the advancer was not confirmed. The customer returned one guide wire and advancer. The straightening tube was not returned. Visual examination of the guide wire revealed two kinks and an opened j-bend. The two kinks were measured at 1.3 and 2.4 cm from the distal end. Microscopic examination confirmed the two kinks and found that both welds were full and spherical. No separations or offset coils were observed. A manual tug test confirmed that both welds remain intact. The guide wire measured approximately 45.6 cm in total length and exhibited an outside diameter (od) measured 0.549 mm. The returned guide wire was within specification for length and od per graphic. The returned guide wire was inserted through the returned advancer with no resistance met. Instructions for use, describe suggested techniques to minimize the likelihood of guide wire damage during use. A device history record review did not reveal any manufacturing related issues. Since the straightening tube of the advancer was not returned, the probable cause of this issue could not be determined. No further action will be taken.